Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio observed that switches sw36 and sw37 were physically damaged. Damaged switches can cause intermittent or complete failure of the switch function.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device power button was no longer responding and the device was unable to power on. There was no patient use associated with the reported event.